Event description:
The pt underwent a re-do aortic valve replacement procedure due to aortic insufficiency. Intraoperatively, a cuspal tear was observed. A smaller 23 mm sjm trifecta valve model tf-23a, s/n (B)(4)) was implanted.